Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the screen would turn on but is foggy and unusable. No repairs performed. The unit will be scrapped.